Event description:
It was reported that when the pt leaned forward she did not feel the stimulation sensation. The pt stated that she has been having issues since two months post implant. The pt also reported that her programmer indicated that the implantable neuro stimulator (ins) was depleted, but the recharger indicated that the ins was 25% full and working on the 2nd quartile. The pt was unable to decrease the stimulation. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).